Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On a routine fitting, in situ testing revealed several affected channels. Hearing performance with the device is affected. The user was given a 5 channel map.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. This is the final report.

Event description:
On a routine fitting, in situ testing revealed several affected channels. Hearing performance with the device is affected. The user was given a 5 channel map.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.

Event description:
On a routine fitting, in situ testing revealed several affected channels. Hearing performance with the device is affected. The user was given a 5 channel map.the user has been re-implanted.

Manufacturer narrative:
Conclusion: damage to the active electrode which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue wire breakages. The problems given in the recipient report appear to match the damage found. This is final report.

Event description:
The user's hearing performance with the device is affected. On a routine fitting, in situ testing revealed several affected channels. The user was given a 5-channel map. The user has been re-implanted.